Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the patient died approximately one hour post op. ¿per the report, after completion of closing the incision, pulmonary embolism occurred before repositioning the patient, and then cpa occurred. The hospital did not have an ICU.¿ the patient was resuscitated and later passed away. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.